Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes sweden reports an event as follows: it was reported on (B)(6) 2019, the variable angle locking compression plate (va-lcp) volar distal radius plate was noticed to be bent. The issue was discovered post-operatively via x-ray six (6) weeks after the initial surgery. It was also mentioned that the patient had used a cast for three to four (3-4) weeks with limited movement before the second surgery. The patient successfully underwent another operation with a new va-lcp volar distal radius plate on (B)(6) 2019. It is unknown if there was a surgical delay. Patient status was good. This report is for a va-lcp volar distal radius plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 02.111.631s, lot 1l32078: manufacturing site: mezzovico. Release to warehouse date: september 19, 2018. Expiry date: september 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11: corrected data: d10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: va locking screw (part 02.210.122, lot unknown, quantity 1), va locking screw (part 02.210.120, lot unknown, quantity 2), va locking screw (part 02.210.118, lot unknown, quantity 2), va locking screw (part 02.210.116, lot unknown, quantity 1), cortex screw (part 201.764, lot 9831455, quantity 1).